Event description:
It was reported that the patient alert continues to beep 2 days after the patient had left the office. It was also reported that there was an apparent lead fracture. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.